Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra mini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the alleged issue began on the same day she contacted lfs for assistance. The patient reportedly observed back to back results of "318, 218mg/dl" with the subject meter just before lunchtime. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient is a newly diagnosed diabetic and reportedly manages her diabetes with novolog insulin administered at mealtimes and self adjusts based on her meter results; as well as lantus insulin 22 units in the morning. She reportedly increased her insulin based on the meter readings (took 6u of novolog) and had her meal. Approximately 2 hours later, she claimed she developed symptoms of "feeling hypo and shaking" and immediately ate a snack (unknown type) and felt better within 30 minutes. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The subject test strips were unexpired and stored correctly. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. The retain test strips were tested and they also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.